Event description:
It was reported that approximately nine months post-implant of a bifurcated device, suprarenal aortic extension, and an infrarenal aortic extension, the patient presented in the emergency room with abdominal pain. A computed tomography scan revealed a type ii endoleak. The physician performed embolization of the inferior mesenteric artery, but the endoleak was still present. The physician elected to end the procedure and leave the endoleak for monitoring. Two months later, a follow up computed tomography revealed the type ii endoleak was still present. The patient was treated with a bifurcated device, which allegedly resolved the endoleak. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Actual device was not returned hence no device evaluation was performed. However, medical records were provided and were reviewed by medical director. Based on review of the report, it appears that there was no device problem. Review of lot records, work orders, and prior reports no issues with the lot were noted. Based upon the investigation findings, the root cause was determined to be related to the patient's anatomy where an ima was the source of the type ii endoleak (non-device related). There was no evidence that the device caused or contributed to the event. Endoleaks are a known risk of the procedure, as identified in the product labeling.

Event description:
It was reported that approximately nine months post-implant of a bifurcated device, suprarenal aortic extension, and an infrarenal aortic extension, the patient presented in the emergency room with abdominal pain. A computed tomography scan revealed a type ii endoleak. The physician performed embolization of the internal maxillary artery, but the endoleak was still present. The physician elected to end the procedure and leave the endoleak for monitoring. Two months later, a follow up computed tomography revealed the type ii endoleak was still present. The patient was treated with a bifurcated device, which resolved the endoleak. It was reported that the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not returned to manufacturer.